Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided renal biopsy procedure using maxcore device. During the procedure the outer cylinder was allegedly not ejected. No coaxial needle was used. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: received one maxcore disposable core biopsy instrument for evaluation. Upon visual inspection, the device appeared to have residue throughout the needle and received with a needle protector and without a yellow guard attached to the needle. The device was returned in initial position. Due to the condition of the returned device, functional testing was not performed. Therefore, the investigation is kept as inconclusive for the reported failure to fire issue as the functional testing was not performed, due to the condition of the returned device. A definitive root cause for the reported failure to fire issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided renal biopsy procedure using maxcore device. During the procedure, it was reported that the outer cylinder was allegedly not ejected. No coaxial needle was used. The procedure was completed using another device. There was no reported patient injury.